Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing stimulation in non-target area and sudden pain at the back and legs. Spinal cord stimulator (scs) lead migration was noted through xray.